Event description:
Additional information was received indicating that there was no patient involvement. The issue occurred during in-house testing.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6 (patient code). H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue, but there was a reoccurring error alarm code 41171. The power up self-test was performed and the reported issue was able to be duplicated upon power up. There was a constant recurring error alarm. The main board did not operate as intended and it will be replaced to resolve the issue.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "error code 41171". No adverse effects reported.